Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation. Approximately two to three days post procedure, the patient contacted the physician complaining of nausea and cramping. The patient returned to the facility for observation. The physician found no bloody or fluid discharge yet the patient complained of feeling sick. A complete blood count (cbc) performed and the physician prescribed antibiotics. The patient was discharged home. Sometime after (exact time unknown) the physician followed up with the patient. The patient was feeling better without further complaints. The cbc results revealed a normal white blood cell count, but a low platelet level. It was reported on (B)(6) 2014, the patient was admitted into the emergency room (ER) due to septic pelvic inflammatory disease (pid) and a hysterectomy was performed. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) and sterile lot reviews were unable to be conducted for the disposable device as the lot number was provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).